Event description:
During baxter's functional testing of a spectrum infusion pump, it was found that the device falsely alarmed "downstream occlusion." There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the false "downstream occlusion" alarms. The eval found that the downstream sensor readings with a loaded fluid filled set were above specification. The high readings make the pump more sensitive to false "downstream occlusion" alarms. The force sensor flex assembly was replaced.